Manufacturer narrative:
Testing and investigation found that the device door roller was missing and the door roller pin was broken off. Additionally during testing, the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken off.